Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was overinfusing medication. The infusor was delivering medication to the patient at a faster rate than expected. After 17 hours, it was observed that the infusor had delivered more than the expected medication. The device was filled with 230ml of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.